Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to rewind insulin pump due to piston being stuck. Customer's blood glucose was 220 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement, rewind and basic occlusion tests. The drive motor and drive support disk was inspected and no anomaly was noted also, no stuck piston or rewind anomaly noted. However, the insulin pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and minor scratched lcd window.